Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator inappropriately shocked the patient for atrial tachycardia. Programming changes were performed. The patient was in stable condition post-procedure.